Event description:
It was reported that during the first fitting held in 2006, it was seen that the pt was not able to hear any amplification with a properly functioning audio processor set at maximum output. The pt was seen six days before by a member of staff at the audioprothesist lab to verify the indication. Another audio processor was tried and an rtf integrity test was performed - again no measureable output and no amplification was perceived by the pt. The pt will undergo revision surgery and possible reimplantation the following month.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned for evaluation. When available, a device analysis will be submitted as a follow-up report.